Event description:
It was reported that the lead had noise and the patient received inappropriate therapy. Further follow-up revealed that while explanting the lead, the patient developed tamponade. The lead was expanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed, and analysis revealed that the distal conductor was fractured. It was also noted that the distal conductor was distorted, the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted, there was an exposed defibrillation coil with white substance, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism.